Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure, slightly above the umbilicus on (B)(6) 2013 and mesh was implanted. On (B)(6) 2013, the patient had a follow up appointment and complained of pain coming from the suture. In (B)(6) 2013, the patient complained of pain due to the incision. In (B)(6) 2013, the patient needed an ambulance due to irritation from a bulge at the same site as the previous hernia. Recurrent hernia was diagnosed. On (B)(6) 2013, the patient underwent an ipom procedure. The implanted mesh was covered with adhesions which were removed easily. The mesh had migrated and showed no integration to the abdominal wall. The mesh was removed easily. Shrinkage was visible. A different type of mesh was used to repair the hernia.